Manufacturer narrative:
The lot number has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The sample has been returned and the investigation is currently underway.

Event description:
It was reported that the legs of an ivc filter failed to open upon deployment at the intended treatment site. Additional access was made via the jugular vein and the filter was removed with a snare without incident. Reportedly, there was no twisting of the filter legs observed once the device was removed. Another ivc filter was implanted without further incident. The pt is asymptomatic.